Manufacturer narrative:
Evaluation method: cartridge lot number search; injector lot number search. Results: a cartridge lot number search was performed and no similar complaint found. An injector lot number search was performed and two similar complaints found.

Event description:
The reporter stated the surgeon inserted a competitor's lens and the lens was torn using an msi-tf injector and an mtc-60c fp cartridge. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated the cause of the torn lens was due to the cartridge.